Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -10.50/1.5/085 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. The lens was removed on 20 oct 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.